Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.